Manufacturer narrative:
(B)(4).

Event description:
Maude report summary: patient was admitted for a planned abdominal aortic aneurysm repair. On (B)(6) 2014, this procedure was performed via percutaneous endovascular approach. During the procedure, six perclose proglide suture closure systems were opened in order to find two that fired successfully. Post-operatively, while in the post anesthesia care unit, the pt was noted to have an ischemic left leg. She returned to the operating room for exploration of the femoral artery, common femoral endarterectomy patch angioplasty. During the procedure, the surgeon found a small piece of black plastic which had apparently broken off one of the perclose devices. This was felt to be an incidental finding and not the cause of the ischemia. Postoperatively, the pt did well and re-perfusion to the left leg was successfully achieved. She was discharged home on post-op day two. The surgeon did not sense any problem or anything unusual during the procedure. He stated that he was trying to get the device to deploy and it didn't catch. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other five proglide devices referenced are filed under separate medwatch MFR numbers. (B)(4)

Event description:
New information identified a corrected date of occurrence.